Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they were experiencing high blood glucose due to air bubble anomaly. The insulin would start to settle and end up with a large air bubble at the top of the reservoir. The customer would get air and not insulin and their blood glucose would creep up. The customer's blood glucose level was unknown. The air bubble's size would take up the whole tapered area where it connects to the reservoir. The customer would disconnect the tube from the insertion sit and use a pencil to push the air bubbles out. There were no leaks. The customer would follow the helpful tips and call back if needed.